Event description:
It was reported that a loss of therapeutic effect had occurred. It was reported that the pt's symptoms had reverted back to since before her implant, in addition to having experienced symptoms worse than ever before. Symptoms noted were stiffness/rigidity, and that the pt could barely walk. Pt believed the device was inadvertently turned off by "the fridge". It was noted that the pt "currently only uses the magnet". The pt visited her hcp for device reprogramming, and was told "that 1 device was off 55% of the time and the other device was off 60% of the time". Reference MFR report # 3004209178201005612.

Manufacturer narrative:
(B)(4).